Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the saphenous vein graft (svg) to first obtuse marginal (om). A 2.25x12mm promus premier¿ stent was selected and removed from the hoop to treat the lesion. Subsequently, the device was advanced onto the wire which is inside the patient's body and it was noted that the stent itself was not attached on the balloon. The physician removed the stent delivery system (sds) and upon inspection, no stent was present on the sds. It was then noted that the stent was still in the hoop. The procedure was completed with a 2.25x12mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found that the entire stent profile was damaged with one half of the stent slightly flared. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the recorded crimped stent profile, there are no issues to note with the interaction between the 2 components. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the saphenous vein graft (svg) to first obtuse marginal (om). A 2.25x12mm promus premier¿ stent was selected and removed from the hoop to treat the lesion. Subsequently, the device was advanced onto the wire which is inside the patient's body and it was noted that the stent itself was not attached on the balloon. The physician removed the stent delivery system (sds) and upon inspection, no stent was present on the sds. It was then noted that the stent was still in the hoop. The procedure was completed with a 2.25x12mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Di: (B)(4). Device is a combination product. (B)(4).